Manufacturer narrative:
The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed a faulty bag/vent microswitch. The bag/vent microswitch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit, during pre-use checkout, lost the ability to mechanically ventilate. There was no report of patient involvement.